Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient has a history of kidney complications. The stent grafts were successfully implanted over 10 weeks ago without complication. Medtronic became aware that the pt expired 6 days post implant. The physician reported that the pt was not under his care and he was not notified of the death until after the fact. Furthermore, he stated that the pt's kidneys were not working anymore and the pt's family did not want to take any life saving measures.

Manufacturer narrative:
Evaluation results: (death), (renal failure). Evaluation: conclusion: (renal failure).